Event description:
A nurse reported that after a multiple intraocular lens (iol) was implanted. The pt had an unexpected postoperative refractive outcome with blurred vision. The lens was exchanged for an iol of same model but stronger diopter power. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no ther complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).